Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was not in its original packaging. The device was returned in the pret1 setting with both implants outside the channel but the suture string still installed in the channel. The orange depth tube was not cut to length. There is debris on the returned item. A functional evaluation was performed on the returned device and found it cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the sutures of the fast-fix flex were loosened even though the surgical technique had been followed and the anchors were not deployed. T2 could not be deployed. T1 was removed from the patient under arthroscopy. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).